Manufacturer narrative:
Product event summary: the device was returned and analyzed. The root cause of the depleted battery and no telemetry condition could not be determined due to the damage to the device hybrid. Inquiry from the field to the doctor and patient stated that the patient did not remember and accident or injury to the device site. The damage to the hybrid likely occurred after explant and inhibited full device analysis resulting in the analysis result of inconclusive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a telemetry problem. The device was explanted and replaced. No patient complications have been reported as a result of this event.